Event description:
Reference number (B)(4). Event occurred in saudi arabia. It was reported that patient faced high blood glucose event on (B)(6) 2026. The patient treated with insulin pen. No further information available.